Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 20 synergy ii drug-eluting stent was advanced for treatment. However, the device had difficulty in crossing the lesion and when the system (guiding/wire) collapsed, it was noted that the stent body part was lifted. The procedure was completed with a different device. There were no patient complications reported.